Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no reported adverse effect to the customer's blood glucose level. The customer was able to remove the o-ring from the pump, and load a new cartridge and resume insulin therapy.